Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer reports that a rn placed a kangaroo feeding tube in the patients left nare. Post insertion kub showed the tube was not in place and it was removed. A second attempt to insert the kangaroo feeding tube was made. The second kub showed that the tube was still not in place. A third feeding tube was inserted and the kub reading showed the tube was in position with 20% pneumothorax. A chest x-ray was completed. The patient was transferred from the 3rd floor to ICU for chest tube placement. The patient tolerated the procedure well and was back on the 3rd floor on (B)(6) 2016.

Manufacturer narrative:
Submit date: 3/29/2016 the device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. Advertent bronchopulmonary displacement and consequently pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. As per the instructions for use, it warns that adverse effects like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported issue. A corrective action is not deemed necessary at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.